Event description:
It was reported that the lighting on the pump touchscreen has "begun to fade", making the touchscreen difficult to read. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.